Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. From the device evaluation at the user facility, it was confirmed that when EU-me1(universal endoscopic ultrasound center) and this device were turned on at the same time, the breaker of the facilities fell. No abnormality was found in this device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the tolerance of the breaker or broken EU-me1. If significant additional information is received, this report will be supplemented.

Event description:
The fuse of the procedure room tripped when the clv-190 and the EU-me1 started at the same time. This event occurred before the procedure. No defect has occurred with the devices at the customer's site. Both devices worked fine. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.